Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and additional event information. A titan touch, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed abrasion on all pump tubes, exhaust tube of cylinder 2 and reservoir inlet tube. No functional abnormalities were noted with any of the components returned. The information received indicated auto deflation, but because no functional abnormalities were noted with the returned components or during examination by the physician, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
Additional information indicated the spontaneous deflation occurred during intercourse, over the last several months of implant.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient stated spontaneous deflation occurred. The device was explanted and replaced. The device was damaged during explant but he physician could not repeat the auto deflation in office.